Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance (greater than 180 ohms). No adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.